Manufacturer narrative:
The device was received fully deployed. Download data shows high pulse widths and a drive stall before deactivation. The device completed both first and second prime. The device was reset but a complete rerun could not be completed due to several communication errors. During investigation the needle mechanism was reset into the undeployed position. Manual rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed on the needle or drive mechanisms. The cause of the reported event could not be determined. No damages or defects were observed in the bottom housing or e-seal.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed late indicating a needle mechanism failure.